Event description:
String detached from tampon and impossible to remove - vagina [foreign body in reproductive tract] painful - vagina [vulvovaginal pain] uncomfortable - vagina [vulvovaginal discomfort] string detached from tampon [device breakage] string detached from tampon and impossible to remove...painful [complication of device removal] case narrative: consumer reported via email that the string detached from the body of the tampon. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation